Manufacturer narrative:
(B)(4). The insulin pump was returned for cosmetic damage located at the back of pump battery compartment(crack) found on (B)(6) 2021. The insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case, cracked case, pillowing keypad overlay, cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side, and cracked retainer ring. Cosmetic damage was confirmed where cracked battery tube threads and cracked case on the battery tube side was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The customer will discontinue the use of device.